Event description:
It was reported the handpiece was ¿overheating; will not spin¿. Follow-up with the customer found that the event occurred during a sinus procedure. Another handpiece was used to complete the case without reported patient impact or injury.

Manufacturer narrative:
Blank fields in this report are the result of information not provided by the initial reporter or user facility. This device is used for therapeutic purposes. (B)(4). The device was returned and evaluated. The handpiece was received in a non-functioning condition; therefore, pre-repair temperature testing could not be completed and overheating could not be confirmed. The device housing and internal parts were found to be severely corroded due to dried saline. Parts were replaced and the device was cleaned, tested to product specifications and returned to the customer.